Event description:
Beckman coulter inc. (Bec) warehouse staff reported receiving seven wash buffer ii cubetainers that were leaking. There was no report of injury in connection to this event.

Manufacturer narrative:
Photographs confirm 7 boxes were damaged due to leaking wash buffer. From the information supplied, the amount of leakage could not be determined. No root cause was determined for this event.